Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had open book image. The customer¿s blood glucose was unknown. The troubleshooting was performed. Customer stated that they went swimming with the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the device powered up with a blank display due to heavy corrosion and mold all along the bottom of electrical board. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the blank display. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is firmly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. The battery compartment, on the other hand, is heavily corroded. Inserted a test p-cap into the retainer ring, and it locked in place properly.